Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination of the returned device found a kink in the hypotube. The kink was located at 32.3cm distal to the strain relief. An examination of the crimped stent found that the proximal edge of the crimped stent was bunched up. The stent protector was partially covering the mid to distal end of the stent. No issues were noted with the rest of the stent or stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery (rca). A 16mm x 2.75mm taxus element stent was selected to treat the lesion but was unable to cross the lesion. The procedure was completed with another of the same device. However, returned device analysis revealed stent damaged.